Event description:
Device was implanted on 2 separate dates. (Right side on (B)(6) 2007 and the left side on (B)(6) 2008). Her first complaint is the difficult implantation procedure she had to endure. The first x-ray images showed that only 1 of her fallopian tubes was blocked. On (B)(6) 2008, the x-ray images showed that both fallopian tubes were then blocked. Secondly, she has had a myriad of problems since the implantation namely, heavy bleeding, cramping, sharp stabbing pain, back pain, joint pain, fatigue, dizziness, weight gain, swelling of feet and legs, irregular heavy periods, vitamin d deficiency, forgetfulness, constant spotting, discharge, bladder issues and heavy blood clots. She was eventually diagnosed with an autoimmune disorder (psoriasis). She's presently seriously considering explantation. Her message to conceptus inc. She's disappointed that consumers were not informed that their rights to sue the manufacturer had been waived. She's disappointed at the way the operation was performed. She's disappointed at all the difficulties she'll have to go through just to have the device explanted. She therefore, wants to be compensated for the expenses she has and would incur.